Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: according to the information provided, it was reported that the deployment gun failed to tension sutures. The complaint gun was received and evaluated. Visual inspection revealed several marks on the gun suggesting that the device has been heavily used on the field and appearing in a worn condition. In addition, rusted areas were found on the trigger, possible related to the sterilization method. This device is required to be thoroughly cleaned to avoid friction during deployment. Functional testing was performed using a sample versalok anchor and no resistance was found. The lock function was successfully executed. Since the suture was not returned, it's no possible to evaluate if the suture condition could preclude the device to function as expected, therefore, the complaint cannot be confirmed. A definitive root cause for the user to have experienced this failure could not be confirmed at this moment. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via email, that during a rotator cuff repair, a deployment gun failed to tension sutures enough to tension anchor. An alternate device was used to complete procedure. There was a surgical delay of 3-4 minutes. No patient consequence reported. Additional information provided by the affiliate reported the surgical delay did not have a patient or user impact. It was also reported the case was completed with an alternative readily available device. Additional surgical intervention is not planned or required.